Manufacturer narrative:
Investigation results: 1-31-2024: product returned 1 pair gen 2 forceps batch# a100121 broken at the handle at the customer describes thus substantiating the customers complaint. Note: this is the first complaint for broken forceps for item# (B)(4) batch# a100121. (Nwv). 1-31-2024: incoming retains are no longer available for review as per 0290-wi-8.2-07 which states retention samples must be maintained for a minimum of six months (received in 01-2022). (Nwv). 1-31-2024: incoming/receiving documents for item# (B)(4) (gen 2 forceps) batch# a100121 forceps has been pulled, reviewed, and attached to this case. All incoming supplier documentation & certifications meet specifications as well as all visual, dimensional, and functional tests as per 0290-ip-7.5-80-12. A total of (B)(4) forceps was received on 1-20-2022 and aql sampling size for visual inspection was n=29, and functional & dimensional n=68pcs for each test with all inspected forceps meeting all specifications per procedure. (Nwv).

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that palodent v3 forceps broke during use. No injury.